Event description:
The complainant is the relative of insulin dependent pt. Relative indicates that pt's blood glucose was consistently reading less than 200 mg/dl. Pt has been ill for a while and relative decided to take pt to the hosp. At the hosp blood glucose was 600 mg/dl (method unknown) while at the same time the dex gave a reading of 202mg/dl. While on the phone a review of the operation of the system was conducted. Electronic checks were satisfactory. No control testing was done because the customer did not have any control solution. A request was made to return the entire system including the reagents for eval and investigation.

Event description:
The complainant is the relative of insulin dependent pt. Relative indicates that pt's blood glucose was consistently reading less than 200 mg/dl. Pt has been ill for a while and relative decided to take pt to the hosp. At the hosp blood glucose was 600 mg/dl (method unknown) while at the same time the dex gave a reading of 202mg/dl. While on the phone a review of the operation of the system was conducted. Electronic checks were satisfactory. No control testing was done because the customer did not have any control solution. A request was made to return the entire system including the reagents for eval and investigation.